Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2025-05555. It was reported that the during surgical intervention on (B)(6) 2026 in which the drg system was explanted, the s1 lead was unable to be removed due to scarring. As a result, the lead was partially left implanted. Further surgical intervention may be undertaken in the future to address the issue.